Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the wbc bath was overflowing because a check valve at the wbc bath was clogged. The fse cleared the check valve, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter act diff analyzer. The volume of the leak was a few ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.